Event description:
On (B)(6) 2011 customer reported that a leak under the hydropneumatic system of the cx9 instrument was observed. Customer was not sure of the source but suspected it was coming from the waste bucket. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the sump was not draining. Fse replaced the drain line, cleaned the sump and flushed with bleach. This resolved the issue. Repair was verified per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).